Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) balloon ruptured , blood in the unit and internal system failure. There was no patient harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. Replaced pim and safety disk, verified no other parts were effected. Functional tested without any issue. Safety and functionality checks to factory specifications. Released to customer and cleared for use.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a